Event description:
After an implantation period of approximately 1 month it was reported that the lead was explanted due to high pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a damaged insulation next to the is-1 connector. In this region the outer conductor coil was found stretched. These damages most likely resulted from the extraction procedure due to tensile stress. Furthermore, cuts into the insulation were found between 11 cm and 14 cm distal to the is-1 connector pin. The distal end was found bent, which probably resulted from the surgery due to mechanical forces. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high pacing impedance. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.